Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 6, 2020 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient underwent stereotactic body radiation therapy (sbrt) for 45 gray (gy) in 5 fractions of 9 gy each. The patent also had an adjacent indeterminate r anterior pubic bone lesion incorporated in the 35 gy isodose line. According to the complainant, during magnetic resonance imaging (MRI) post procedure, mild infiltration of the gel into the rectal wall was noted. On (B)(6) 2019, around five months post spaceoar placement, the patient complained of rectal pain. A sigmoidoscopy was performed on (B)(6) 2019, during which a large ulceration was noted in the area right behind the prostate in the rectum. On (B)(6) 2019, the patient underwent a diverting colostomy procedure. On (B)(6) 2020, the patient started hyperbaric oxygen therapy. As of (B)(6) 2020, the patient continues to have some blood and mucous discharge from the rectum. The patient's pain, rectal symptoms, and urinary symptoms continue to improve with the colostomy in place.